Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -12.00/+3.00/003 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -12.00/3.00/003 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022 the lens was explanted. The replacement lens had "loss of sterilization", and was not implanted. H6- medical device code: "3189" should be removed and "2993" should be added. H6-health effect- impact code: "2199" should be removed and code "4627" should be added. D6b. "12/13/2022" should be added. Claim# (B)(4).